Event description:
During deployment of a 2-mm x 5-cm hes-14 helical coil, it was noted that the delivery pusher had broken approx 50 cm from the distal end. The coil and delivery pusher were removed with the use of a guidewire. Two additional coils were deployed with no adverse events.